Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance values were noted on the ventricular lead. All other electrical measurements were normal and stable. The patient was in stable condition and will continue to be monitored.